Event description:
Via the article, "innovative use of preserflo microshunt for managing post-xen avascular bleb in posner-schlossman syndrome" from the canadian journal of ophthalmology reported a patient underwent combined cataract surgery and xen®45 gts ab interno implantation in right eye. Pom13, patient presented with significant and extensive loss of bleb vascularization, iop of 33 mmhg while taking timolol, brimonidine, brinzolamide, and valacyclovir, and advanced glaucomatous damage to visual field. Secondary surgical intervention (ssi) was performed to implant a preserflo microshunt. 10 months after ssi, patient experienced posner-schlossman syndrome related uveitis requiring treatment of topical corticosteroids. 12 months after ssi, iop was 9 mmhg. Device remains implanted.

Manufacturer narrative:
Article citation: garcía-bardera, j., garcía-feijoo, j., morales-fernández, l., & martínez-de-la-casa, j. M. (2025). Innovative use of preserflo microshunt for managing post-xen avascular bleb in posner-schlossman syndrome. Canadian journal of ophthalmology. Journal canadien d'ophtalmologie, s0008-4182(25)00278-9. Advance online publication. Https://doi.org/10.1016/j.jcjo.2025.06.006. Multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.